Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient on a cobas e 411 analyzer (disk system). On (B)(6) 2025: the initial result was 57 miu/ml. The repeat result was 54 miu/ml. On (B)(6) 2025: the repeat result using a recollected sample was 0.1 miu/ml. The repeat result of the original sample was 0.1 miu/ml. The low repeat result was considered correct.

Manufacturer narrative:
A general reagent or analyzer problem was not present, because the qc prior to the event was within ranges. The available information suggests a sample mix-up which could not be excluded by the customer as the most likely causal factors. The investigation did not identify a product problem.